Event description:
Device 2 of 3. Reference MFR report #: 3006705815-2019-00612. Reference MFR report #: 3006705815-2019-00614.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR report #: 3006705815-2019-00612 and reference MFR report #: 3006705815-2019-00614. It was reported that during a trial implant procedure, high impedances were recorded. In turn, the trial leads were swabbed and relocated at t8 and t9. However, the issue persisted. As a result, the procedure was aborted.